Manufacturer narrative:
The device was returned to a third party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was tested and serviced before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not detect its battery. There was no harm or injury as a result of the event.